Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding explant details will not be provided. The recipient's device was reportedly discarded and will not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted. This is the final report.

Event description:
The recipient reportedly experienced facial nerve stimulation. The recipient's device was explanted.